Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on. The customer's blood glucose (bg) level due to the issue was over 600 mg/dl with a ketone level that was identified as life threatening by the healthcare provider, resulting in in a visit to the emergency room and customer was subsequently hospitalized in the intensive care unit (ICU). Treatment with intravenous fluids of saline and insulin resolved the issue with no permanent damage to the customer, who was released from the hospital on 05/06/26. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.